Manufacturer narrative:
Batch review performed on 08 may 2018. Lot 143620: 25 items manufactured and released on 24 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 4 months after primary the surgeon revised the patient for a knee instability. Poly swap performed successfully.